Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced poor performance, constant noise and discomfort with the device use. Short circuits were noted on two electrodes. Reprogramming attempts were made; however, the issue could not be resolved. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report.